Event description:
It was noted during a preventative maintenance visit that the system 9600+'s c arm brake assembly was not holding very well when engaged, handle was cracked, posing a hazard when in use on patient. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The brake assembly was removed and replaced. The system was tested and found to be working as intended and placed back into service.